Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's tips bent at the distal end preventing clips from being loaded as a result. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional observation not reported was one grip tip was missing a 0.103 long piece at the distal end. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing grip tip found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, when installing a clip on the small clip applier instrument, the installers hand slipped and the clip bent. When the instrument was introduced into the patient, the clip fell into the patient. The piece was removed and the procedure was completed. No patient harm, adverse outcome or injury was reported.